Event description:
It was reported that the bd micro-fine¿+ pen needles 31g x 5mm tear drop label was already detached from the outer cover before use. The following information was provided by the initial reporter: the user's verbatim report is that the tear drop label was already detached from the outer cover before use.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.